Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of the an inguinal hernia repair, the balloon disengaged from the trocar and fell into the patient's cavity but then retrieved without problem. The space had to be created manually. No patient injury.